Event description:
It was reported, that the camera head connector section was cracked. There were no reports of patient harm.

Manufacturer narrative:
Correction field: e1 name and telephone. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. The device was returned for evaluation and the customer's allegation was confirmed. It was also noted that there was a defect in water tightness due to a crack on the connector. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: it was reported that the intended procedure was a therapeutic thoracoscopic surgery and it was completed with a similar device. There was a delay of 5 minutes noted but there was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received regarding event information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head connector section was cracked. There were no reports of patient harm.